Event description:
It was reported that in the past year, the right ventricular threshold has increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 5076 implantable pacing lead 2004-(B)(6). (B)(4).